Event description:
It was reported to philips that the wireless footswitch was not operational. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the wireless footswitch was not operational. No further information regarding the issue has been provided by the customer. No onsite service has been performed by philips since the onsite service quotation was cancelled as the case and work order were created in error. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The case and workorder were created in error. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.